Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 600 mg/dl. The customer went to the emergency room (ER) for high bg's, dehydration and sore throat. The customer was treated with IV fluids, steroids for sore throat and was using the pump for therapy. The customer left the ER after 4 hours with a bg level above 300 mg/dl and was feeling better. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.